Event description:
Additional information was received that indicated that there was no known manipulation or trauma that would have contributed to the high impedance.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
X-rays were initially sent to the MFR for eval for unk reasons. From the x-rays images there did not appear to be any anomalies with the implanted lead or generator. However, the lead could not be fully assessed as a portion appeared to be located behind the generator. Clinic notes were later received that indicated that the pt had received high impedance at a recent appointment. The pt had their generator disabled. The pt's seizures will be monitored to see if they increase before making the decision for replacement. It is unk if there was any manipulation or trauma that would have contributed to the pt's high impedance. (B)(4) attempts for mor info have been unsuccessful to date.